Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent embolized from the balloon. The lesion being treated was severely calcified, in a non-tortuous left anterior descending artery (lad). The physician attempted to reach the lesion with a taxus express2 3.0 x 12 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. It is noted the lesion was not predilated. The physician then attempted to retract the stent delivery system (sds), however, the stent became caught on the guide catheter. The physician then began to remove the sds, guidewire and guide catheter as one unit. However, the stent would not pass through the sheath and dislodged from the balloon. The stent then migrated to the right deep femoral artery. The stent was not retrieved and remains in the pt's leg. No further pt complications or injuries were reported. The procedure was successfully completed with another taxus express2 3.0 x 12 mm drug eluting stent. Pt status is reported as "fine".